Event description:
The customer contacted stryker to report that their device was intermittently powering on and off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker field service technician evaluated the device and verified the reported issue. The field service technician replaced both power pcba and eos to fix issue. Device passed performance inspection procedure and was returned to the customer for use. Stryker product assessment center (pac) technician evaluated the returned pcba and found issue to be y2 crystal on the power pcba causing the issue. The pcba was archived by stryker.

Event description:
The customer contacted stryker to report that their device was intermittently powering on and off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.